Manufacturer narrative:
Per the report, the item does not have sufficient suctioning power. The customer was being used to suction saliva but the machine did not have enough power to suction properly. The machine stopped working. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, the item does not have sufficient suctioning power.